Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016 as part of the e7088 alair pms japan clinical study. This complaint is being reported based on the event of asthma exacerbation requiring hospitalization. On (B)(6) 2016 the patient was admitted to the hospital for the bronchial thermoplasty procedure. On (B)(6) 2016 the patient underwent the third bronchial thermoplasty procedure performed in the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016, following the procedure the patient experienced a cough which did not require any treatment. The cough resolved the following day, on (B)(6) 2016. On (B)(6) 2016 the patient developed dyspnea and asthma exacerbation. The physician assessed that these events were non-serious, however, the patient was given systemic steroids to treat the asthma exacerbation and the hospitalization was extended due to the asthma. No specific treatment was required for the dyspnea, and the dyspnea resolved on the same day. On (B)(6) 2016 the dyspnea and asthma exacerbation resolved and the patient was discharged from the hospital. On (B)(6) 2017 the patient experienced pneumothorax which required no treatment nor hospitalization, and resolved on (B)(6) 2017. The physician assessed that the pneumothorax event was non-serious. Corrected information received on (B)(6) 2018 the adverse event of pneumothorax (occurring on (B)(6) 2017 was reported in error by the complainant. No pneumothorax occurred in the patient.

Manufacturer narrative:
Corrected event information.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016 as part of the (B)(6) clinical study. This complaint is being reported based on the event of asthma exacerbation requiring hospitalization. On (B)(6) 2016 the patient was admitted to the hospital for the bronchial thermoplasty procedure. On (B)(6) 2016 the patient underwent the third bronchial thermoplasty procedure performed in the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016, following the procedure the patient experienced a cough which did not require any treatment. The cough resolved the following day, on (B)(6) 2016. On (B)(6) 2016 the patient developed dyspnea and asthma exacerbation. The physician assessed that these events were non-serious, however, the patient was given systemic steroids to treat the asthma exacerbation and the hospitalization was extended due to the asthma. No specific treatment was required for the dyspnea, and the dyspnea resolved on the same day. On (B)(6) 2016 the dyspnea and asthma exacerbation resolved and the patient was discharged from the hospital. On (B)(6) 2017 the patient experienced pneumothorax which required no treatment nor hospitalization, and resolved on (B)(6) 2017. The physician assessed that the pneumothorax event was non-serious.